Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which they understood.